Event description:
It was reported to the manufacturer by the facility ((B)(6)), per the facility, the resident rolled off the mattress, hit his forehead on the bedside cabinet and landed on the floor, face down. The resident has a laceration on the forehead that was glued closed at the e.r., blackened skin around the eye and an abrasion on his nose. The resident was found at approximately 3:00am. The resident was transported to the e.r. At (B)(6) east for evaluation and returned to the facility the same day. (B)(6) has been entered into our system to retrieve the mattress for evaluation. As of this writing, the mattress has not been returned to joerns.